Event description:
The pt had tested his blood glucose on suspect device at 4:30pm and it was 289mg/dl. He did not eat dinner but took medications. At 6pm he passed out. The paramedics were called and tested his blood glucose and it was 22mg/dl on their device.